Manufacturer narrative:
The hill-rom technician inspected the bed and found the account had placed a third party air mattress on top of the bed and the account confirmed they did not zero the bed's scale after placing the extra mattress on the bed. Per the hill-rom user manual (usr116 dec-2009) page 21: zero the bed exit alarm system; the bed exit alarm system must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. The user manual also states: some safety features of the bed may not function or may not operate as intended with mattresses that are not designed specifically for this bed. Check with the mattress manufacturer to make sure that the safety features of the bed have been tested and verified to operate correctly with the replacement mattress. Failure to do so could cause serious personal injury or equipment damage. The bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. The bed exit system is designed to be a reminder to the patient to stay in bed. The bed exit control is located on the outside of both head siderails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale and thoroughly inspected the bed exit alarm system. He found no issues and the bed functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient exited the bed and the bed exit did not alarm. The patient was found on the floor next to the bed with both foot rails down on the bed. The patient sustained a left prosthetic knee fracture from the fall that required surgical repair, but the patient could not obtain cardiac clearance to have the surgery since she has cardiomyopathy. The bed was located in room 1277 at the account. This report was filed in our complaint handling system as complaint #(B)(4).